Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the rad 8 did not alarm during a patient desaturation event. The patient expired. Biomed was called and has evaluated the device. Biomed states that they can find nothing wrong with the device and have created alarm conditions which caused the rad 8 to alarm correctly, both visually and audibly. Biomed requested assistance with downloading trend data from the rad 8. Advised customer to turn the rad 8 off and send the monitor, patient cable and sensor to masimo for detailed failure analysis. Customer states that no settings were altered other than they turned on the pulse tone to check audio function. Customer requests all trend download data and alarm silence duration setting.